Event description:
Same case as MDR ID# 2134265-2014-08131 and 2134265-2014-08151. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and mildly calcified proximal to distal left anterior descending (lad) artery and proximal to distal right coronary artery(rca). Predilation was performed with a balloon. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the stent could not cross the target lesion due to the blood vessels were too curved. The physician removed the stent and found that the tip of the metal stent was deformed. Subsequently, a 3.50x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the 3.50x16mm promus element ¿ drug-eluting stent also failed to cross the target lesion and after the device removed , the physician noticed that the device was deformed. Another 3.50x32mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the 3.50x32mm promus element ¿ drug-eluting stent also failed to cross the target lesion and was deformed. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).